Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented remotely via merlin.net. During a device check, it was discovered the pacemaker had stopped transmitting. No changes or interventions have been reported. There were no patient consequences.